Event description:
It was reported by the surgeon that the patient underwent a distal femur replacement procedure on (B)(6) 1992 and subsequently was revised on (B)(6) 2012 as a rebushing was required.

Manufacturer narrative:
A review of the device history was performed and no non-conformance were identified. As the device has been implanted for 20 years it is likely that the wear of the bushes is related to normal wear and tear of the device, however, this cannot be confirmed with the current available information. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that this custom implant is similar to the mets modular distal femur (k121029).

Manufacturer narrative:
A rebushing procedure was successfully performed to a distal femur implant, after 20 years in-situ, with no reported complications. Rebushing is an anticipated event over the lifetime of an orthopaedic implant, consisting of the replacement of poly components which are susceptible to wear, such as bearings and bushings, in addition to the axle and related retaining mechanisms. As the device remained in the patient and no explanted components were returned it is not possible to assess the actual implant. A review of the batch records revealed no evidence that non-conforming products were released from this batch this complaint is being closed, and is being tracked and trended. Correction: (B)(6) 2012.

Event description:
Supplemental report to 3004105610-2014-00112 (siw-(B)(4)). It was reported by the surgeon that the patient underwent a distal femur replacement procedure on (B)(6) 1992 and subsequently was revised on (B)(6) 2012 as a rebushing was required.